Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported intrathecal baclofen therapy began on (B)(6) 2014 and remained ongoing. It was reported that there were no other medications contained in the pump at the time of the event. It was noted that the exact symptoms the patient was having included lethargy, abdominal distension, and constipation/impaction. It was reported that the pump was interrogated and the baclofen dose was decreased by 13% on (B)(6) 2014, to 55.16mcg/day. It was noted that the patient had improved and was receiving effective therapy. It was reported that the other medications (oral, etc) that the patient was taking at the time of the event included: keppra, topamax, prevacid, vitamin d, singulair, and tenormin.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that there was an overdose. Healthcare provider believed that the patient was sensitive to baclofen and was getting too much. It was noted that the patient had seen their primary physician on the day of report and they had admitted the patient for something ¿unrelated to the pump.¿ it was noted that the attending saw the patient and noticed the patient was sleepier than they would like the patient to be. They suspected that patient was having a baclofen overdose. The last time patient had an adjustment was (B)(6) 2014 and the dose was increased from 55.02mcg/day to the current dose of 63.2mcg/day. The backup neurologist needed assistance on how to decrease the dose later in the day, and would call once they were ready. The pump system was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.